Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I. It was reported the patient never had a bad back before, but now they have a bad back because of having the systems implanted and explanted. The patient stated they were in pain and it was unbearable most of the time. The patient mentioned they were on medication every day. The patient stated the implanted systems did not work the way they were supposed to, specifying that they did not relieve pain as intended. No further complications were reported.